Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons were not responsive. Customer was hospitalized due to low blood glucose. Customer's blood glucose was 30 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump had no button response due to the flattened dome switches on the esc, up arrow and down arrow buttons. The keypad connector on the lcd board was locked. Unable to perform the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the unresponsive buttons. The pump also had minor scratches on the display window and a scratched case.